Event description:
Procedure: lap gastric bypass: according to the reporter: during the procedure, the surgeon used the green load. The surgeon uses synovis veritas strip on the stomach and while firing, the handle snapped and the staple line did not form. Tissue was resected and the procedure was completed with another device.

Manufacturer narrative:
Initial report sent to FDA on 08/06/2008.